Manufacturer narrative:
The reported event of iui corrosion and bent pins file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
During an onsite visit, a few pca¿s and pcu¿s were encountered and the iui connectors were inspected. Some were noted to have corrosion and a few of the pins on the female iui were bent. There was no patient harm.